Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06266. It was reported pericardial effusion with cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A 21mm watchman ® laa closure device and delivery system (wds) was used. The patient's laa anatomy was described as a chicken wing. The la pressure was 15 and the activated clotting time was 270. 12,000 units of heparin were administered. The physician placed the watchman ® access system (was) with the pigtail into the laa and found the appropriate depth to deploy the device. The pigtail was removed. When he was going to insert the wds into the was, he noticed air was in the wds. The physician cleared the air in the wds and the procedure continued. The closure device was deployed after the release criteria was met. Upon release of the closure device, there was a 1mm gap, so the physician questioned if the device moved slightly. About 12 hours post procedure, the patient complained of left shoulder tip pain and became hypertensive. Pain relief was given. The echocardiologist came in and placed two drains in the patient as cardiac tamponade occurred. The patient was placed on inotropes to increase her blood pressure and noradrenaline to increase her output. The patient's renal function was back to normal and she was recovering. The physician stated there was no effusion post procedure, so he believes it was a slow leak but does not know where it came from.